Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient¿s estimated longevity had decrease within few months. No changes in parameters or current drain to explain the loss in longevity were found. The patient will continue to be monitored. There were no patient symptoms.

Event description:
New information notes that the device was explanted and replaced.

Manufacturer narrative:
The reported field event of premature battery depletion was not confirmed in the laboratory. The device was tested on the bench and using automated testing equipment, and no anomalies were found. The cause of the longevity anomaly displayed on the programmer remains undetermined.